Manufacturer narrative:
Samples received: 30 closed samples and 5 open samples. There are no previous complaints of this code batch. We have received 30 closed samples and 5 open samples (unused) with only the second pack open. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 8.01 kgf in average and 7.33 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with safil® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material." Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 patient year of birth: 1989 (day and month unknown) when additional information is received a follow up report will be submitted.

Event description:
It was reported that intraoperatively the sutures were splitting and breaking during use. During a gynecological surgical procedure some of the sutures being used were breaking along the thread while in use. Additional information has been requested regarding patient outcome. All medwatch submissions related to this patient are: 3003639970-2019-00170; 3003639970-2019-00171; 3003639970-2019-00172; 3003639970-2019-00173.